Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient no longer had csf leak problem post surgery and the patient remains implanted. This is the final report.

Event description:
The company was made aware that the patient experienced a csf leak during the implant surgery.